Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving an unknown intrathecal medication via an implanted pump for non-malignant pain. The patient reported ¿thought it was "5.004 mg" because he was previously getting 3 mg.¿ it was reported the patient was currently admitted into the hospital with a staph infection and needed to get a list of surgeons that could assist with removing the implanted pump system. The patient¿s managing healthcare provider (hcp) was not available to assist with the removal of the pump. The patient saw the hcp on (B)(6) 2019 to get his stitches taken out. It was reported he then got sick with a fever, was vomiting, had diarrhea, and the implant site ¿busted open¿ causing yellow puss to come out (an exact day was not confirmed for when the issues first started, but it was likely after the 16th when the patient had his stitches taken out). The patient did not have an hcp. No further complications were reported/anticipated or expected.